Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event (B)(4). Visual analysis of the returned device revealed no visual damage or defects. Functionally, the unit bowed more than 90 degrees outside and inside of the scope. When the device was introduced inside the duodenoscope, the initial tip plane was found within specifications; consequently, not confirming the reported complaint. Based on all compiled information on this investigation, the most probable cause is no problem detected since the complaint included a returned device review which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, after the tome was bowed, it failed to return to the unbowed position. Additionally, it was reported that when bowed, the tome was not bowing in the intended plane. The procedure was completed with a second jagtome rx 39. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, after the tome was bowed, it failed to return to the unbowed position. Additionally, it was reported that when bowed, the tome was not bowing in the intended plane. The procedure was completed with a second jagtome rx 39. There were no patient complications reported as a result of this event.